Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens of diopter -11.5/+1.5/177 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023, for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. Cause of event reported as unknown.